Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly; a black line would go across the screen whenever a button is pressed. The patient's blood glucose at the time of incident was 211 mg/dl. The customer confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage inside the force sensor resistor, missing segments due to moisture damage on the lcd board and moisture damage was also found on the motor also. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. However, the insulin pump passed stop current test, run current test and displacement test. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing the end cap sticker.